Manufacturer narrative:
(B)(4).

Event description:
It was reported that a premature transmitter battery countdown occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and failed. The probable cause could not be determined via product. In addition, a transmitter fatal error was found in connection to the reported allegation. The reported event of a premature countdown is reportable based on the finding of a transmitter fatal error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a premature transmitter battery countdown occurred. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. In addition, a transmitter fatal error was found in connection to the reported allegation. The reported event of a premature countdown is reportable based on the finding of a transmitter fatal error. No injury or medical intervention was reported.